Event description:
It was reported that the pump screen went blank unexpectedly, and the led was not blinking, which required the pump to be plugged into a power source to turn back on. There was no adverse impact on the customer¿s blood glucose level. The customer successfully resumed insulin use, and technical support plans to follow up for further troubleshooting when the pump is available.